Manufacturer narrative:
Follow-up # 1 date of submission 9/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/05/2016 with the following findings: the black box and alarm history did not show any cs 088 call service alarms. During the investigation, the pump powered up to a blank display screen with the appropriate audible and vibratory alerts. The pump booted up with two beeps and after a few minutes the pump displayed a ¿sleep error¿. It was observed that there was a slave processor signal missing at pin 2 on the u38 component. Due to the blank display and the sleep error, the evaluation was unable to conduct the remaining performance tests therefore investigation of the call service alarm complaint could not be adequately conducted.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. It was reported that the pump emitted a communication alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.